Event description:
As reported by our affiliates in brazil, this was a case of a valve-in-valve implant of a 26mm sapien 3 valve inside of a non-edwards valve, in mitral position by transfemoral approach. During the procedure, the balloon of the delivery system burst at the end of inflation. 3 ml of extra volume were added prior to inflation. This event did not cause any harm. During withdrawal, the balloon got stuck in the esheath. It was removed as a unit by enlarging the puncture site. The procedure was successful. The patient was discharged. As per medical opinion, it was suspected that the balloon burst might be due to interaction with the previous valve.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated section h6 type of investigation, findings, and conclusions. The device was not returned for evaluation as it was discarded. Imagery was provided from the site and revealed the following: the balloon appears bunched towards to nose tip and esheath liner delaminated. There is a pre-existing non-ew valve. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for delivery system balloon burst was unable to be confirmed due to unavailability of the returned device and not applicable imagery was provided, while the complaint for difficulty to withdraw system through sheath was confirmed per evaluation of the provided imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the device history record, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of instructions for use (IFU)/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "during procedure, the balloon of the delivery system burst at the end of inflation. 3ml of extra volume were added prior to inflation. This event did not cause any harm. During withdrawal, the balloon got stuck in the esheath. As per medical opinion, is suspected that the balloon burst might be due to the interaction with the previous valve". It is possible the balloon may have interacted with the pre-existing valve upon inflation, contributing to a balloon burst. The balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure. However, physical interactions between the inflated balloon and any rigid characteristics associated with the pre-existing bioprosthesis could compromise the structure of the balloon wall through a number of failure mechanisms including puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was indicated that 3ml of extra volume were administered. While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. As such, available information suggests that patient factors (pre-existing valve) and/or procedural factors (over-inflation) likely contributed to the reported balloon burst. As the balloon was burst, the altered balloon profile could have made it more susceptible to catching on the distal end of sheath tip, which then may have led to the experienced withdrawal difficulty. As such, available information suggests that procedural factors (withdrawal of burst balloon) likely contributed to the reported withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.